Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a procedure, the proximal end of the reload cut the tissue but did not staple. The tissue was not jammed in the reload. There was bleeding so the surgeon stapled over it and there were no more problems. The current patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of received two (2) egia 60 articulating med/thick sulus. The reloads were received fully fired. Visual analysis revealed no abnormalities. Engineering noted staple strikes on sulu 1 and fully formed staples on the proximal end of the anvil for sulu 2, confirming that staples deployed as intended. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the device history record indicates this device lot number/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.